Event description:
The patient reported their device did not feel right and seemed to be causing some kind of problem since it was implanted on (B)(6) 2015. Update 2015-dec-07: the patient reported that their device was not as therapeutically effective as they were expecting. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).